Event description:
Physio-control is investigating a damaged resistor, r4, on the main pcb assembly. Damage to the resistor can cause the electrode connection sensing circuit to malfunction, leading to an inappropriate connect electrods message when the electrodes are properly connected.

Manufacturer narrative:
Medtronic physio-control is conducting a voluntary correction to the device. A plastic fastener inside the device may mechanically interfere with resistor r4 on the system printed circuit board. If this occurs and the device is subjected to shock and vibration, the resistor may break. Devices specified by serial number manufactured from april, 1997 and february, 1998 will be inspected for proper placement of the fastener and proper operation of the resistor. The fastener will be repositioned and the resistor replaced if necessary.